Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was received and physically investigated. During physical investigation, the tube had a strong kink at 1 cm from the tip of the catheter and the helix was found broken at 20 cm from the tip of the catheter. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that the catheter made very high-pitched noises right from the first passage, but the speed was normal according to the control unit. It was then flushed again, but it wasn't pumping anything at all and only a little blood came into the bag at the very beginning of the first passage and then nothing more and no fluid emptied from the water vessel into the bag even when flushing. There were no reported patient injuries.